Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered an alert for high out of range shock impedances on the right ventricular (rv) lead. The patient was brought in for further evaluation and the values were found to 128 ohms. At implant, the values were 55 ohms and prior to the alert, the values were 88 ohms. At this time, this ICD and the existing rv lead remain in service. The patient is being monitored and there have been no adverse patient effects.